Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 122 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had a cracked lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.